Event description:
It was reported that a libre 3 plus continuous glucose sensor did not display glucose data in the ilet mobile app because the sensor had been initially paired to the libre app, which resulted in the sensor being in use by another device; the user was later guided to pair a new sensor to the ilet mobile app and the sensor entered warmup as expected. Symptoms included no alerts or alarms and no reported changes in blood glucose. Outcomes included no clinical impact, no hospitalization, and uninterrupted therapy per user report. Investigation included remote troubleshooting and user education on correct sensor pairing and setup for the ilet and ilet mobile app. Investigation of this case revealed user setup error with the cgm linked to a different application, and system functioned as designed once paired correctly to the ilet ecosystem. It was concluded, based on previously established findings for similar reports, that the cause was use error related to pairing the sensor to an incompatible application rather than a device malfunction.